Event description:
It was reported that during a thermatrx treatment, the tmx catheter balloon burst about 3-4 minutes into procedure. The physician removed the 3.5cm catheter and a new catheter was opened and used to complete the treatment without any further complaints. No injury was reported.

Manufacturer narrative:
The catheter was returned and analyzed it appears that the catheter balloon developed a leak while inflated from an undetermined cause. The catheter was used for treatment after it's date of expiration. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.